Event description:
Port was accessed with 19g x 3/4 in huber needle. Needle flushed with normal saline per protocol. After port had been accessed, the nurse was unable to aspirate or flush the port. This occurred with 2 needles. A different needle was used and it was determined by the nurse that it was the co's huber needle, not the port that failed. Remaining needles from the lot returned to purchasing.